Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was identified that an interrupted systems diagnostics test caused the vns generator settings to change. On (B)(6)2009, an interrupted systems diagnostics test occurred which changed the settings to 0ma/20hz/500pulsewidth/30 seconds on/60 minutes off. No final interrogation was performed after the diagnostics testing to verify the vns settings. The patient's vns was not interrogated until the next office visit on (B)(6)2009, when the settings were programmed back to the intended parameters. Manufacturer labeling for the vns states a final interrogation of the vns should be performed to verify parameter settings prior to the patient leaving the office.